Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is unconfirmed. The actual sample was visually inspected and no issues were found. During the functional test no issues or leaks were detected. No other issues were observed. In addition an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported the cycler alarmed during treatment and noticed fluid leaking from the tubing of the cassette. Treatment was cancelled. The sample set was made available for evaluation. During follow up, the patient reported there were no serious injuries, complications or infections. The patient's effluent remained clear. The patient was not prescribed any antibiotics.